Manufacturer narrative:
The device displayed "check flange" in the middle of a cri (continuous rate infusion). There was no patient harm. The complaint device was returned for evaluation. Technical evaluation identified a channel error, check flange error and a logic power circuit board failure. The customer complaint was confirmed; however, the reported event was not related to a previous repair. The root cause was determined to be an aged part. The device was exchanged. No additional information is available.

Event description:
The device displayed "check flange" in the middle of a cri (continuous rate infusion). There was no patient harm.

Event description:
The device displayed "check flange" in the middle of a cri (continuous rate infusion). There was no patient harm. The complaint device was returned for evaluation on 10/14/2021. The device evaluation has not yet begun. A follow up report will be submitted upon completion on the device evaluation. No additional information is available at this time.